Manufacturer narrative:
Device was implanted in (B)(6) 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference MFR report:1627487-2019-00415. It was reported that during an ipg replacement procedure that the patient's l3 lead was noted to have been broken and the l4 lead had migrated. The lead was not able to be explanted in one piece. The leads were replaced and the stimulation was restored.